Manufacturer narrative:
Patient city: istanbul. Patient country: turkey. Imdrf medical device problem: code a030208 is not available in database to capture for colour of product is different from that expected. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set plastic housing appears yellowish in color and the cannula is thinner than usual and does not have the same shape as the previous infusion sets. No further information available.